Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient reported pain, soreness, and rash shortly after placement of their dental implant. Allergy testing was conducted. The patient reacted to metal and titanium. The implant was surgically removed, and a bone graft was placed. Delayed healing, infection, osteopenia, and inflammation were also reported.